Manufacturer narrative:
The DHR for this mfg log has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-01/a (lot # l12130) and sub-assembly pn0918-01/a (lot # l11964). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l12130) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. The DHR review of sub-assembly pn0918-01/a (lot # l11964) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Lot l11964 was associated with (B)(4) for out of spec marker band od, the lot was 100% sorted and only the units that met specification have been released. All parts that failed visual inspection have been rejected per penumbra's standard procedures. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.

Event description:
The device was damaged in the package. It was not inserted into the pt. The defect was noticed in the packaging.